Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 3 something. Customer stated that piece of battery compartment was fell off. The customer stated that the reservoir lip ring was not damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had broken battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.